Event description:
It was reported by the customer that the siderail was not latching upright. However, the customer had allegedly already repaired the unit when the technician arrived to evaluate the unit. The issue could not be confirmed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.